Event description:
It was reported that the haptic of the non-preloaded monofocal intraocular lens (iol) was broken when inserting into the eye. The issue involved contact with the patient, however the extent of patient contact is unknown. No further information was provided.

Manufacturer narrative:
Section a2: age and/or date of birth: unknown; not provided. Section a3a: sex: unknown; not provided. Section a3b: gender: unknown; not provided. Section a4: weight: unknown; not provided. Section a5: ethnicity: unknown; not provided. Section a6: race: unknown; not provided. Section d6a: if implanted, give date: unknown; not provided. The extent of patient contact is unknown, therefore, it is unknown if the lens was fully implanted. Section d6b: if explanted, give date: unknown; not provided. The extent of patient contact is unknown, therefore, it is unknown if the lens was fully implanted or explanted. Section h3: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts were made to obtain the missing information; however, no additional information has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.